Event description:
It was reported that during the farapulse pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear, was selected for use. A non-boston scientific device was used for transseptal pucture. The transseptal puncture location was mid anterior on the fossa ovalis. Access was maintained with a guidewire during crossing attempts. The physician noted the septum was thick both on transesophageal echocardiogram (tee) and with tactile feedback. The faradrive steerable sheath clear struggled to cross so the physician needed to use an amplatz super stiff j tip wire in order to have enough support to cross. The procedure was completed successfully. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.